Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that removal difficulty and stent migration occurred. A 3.00 x 12mm synergy xd drug-eluting stent (des) was advanced and deployed. However, difficulty removing the stent delivery balloon was encountered, requiring withdrawal of the guide catheter from the descending aorta and the wire. Excellent angiographic results were observed. Weeks later, when the patient was admitted for coronary artery bypass grafting, the surgeon made an incision and found a stent floating freely, presumably the synergy xd. No additional details were provided.